Manufacturer narrative:
An abbott technical service specialist (tss) was dispatched due to the customer reporting falsely elevated alinity I stat high sensitive troponin-I results on the alinity I processing module, serial number (B)(6). Through an extensive investigation, which included multiple troubleshooting procedures, including replacement of parts, the tss was unable to identify a single definitive cause for the elevated results, so the alinity I processing module, serial number (B)(6), was deemed the likely cause; however, sample integrity cannot be ruled out. No additional discrepant result issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for several patients. The following data was provided (customer¿s normal range is 0-10 pg/ml): sample ID (B)(6), initial result, on (B)(6)2025, was 69.4 pg/ml, sample was insufficient for repeat testing. The patient was recollected, on (B)(6)2025, and the result was <10 pg/ml. Additional laboratory results were provided: bnp results were 185 and 121 ng/l; ckmb was 1.1 ng/ml. Sample ID (B)(6) initial result, on (B)(6)2025, was 75.1, repeat result, on another analyzer, was <10.0 pg/ml. Sample ID (B)(6), initial result, on (B)(6) 2025, was 15.9, repeat result was <10.0 pg/ml sample ID (B)(6), initial result, on (B)(6) 2025, was 41.2, repeat result, on another analyzer, was <10.0 pg/ml. Sample ID (B)(6), initial result, on (B)(6) 2025, was 37.2, repeat result, on another analyzer, was <10.0 pg/ml. Sample ID (B)(6), initial result, on (B)(6)2025, was 28.3, repeat results were <10.0 and <10.0 pg/ml. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for several patients. The following data was provided (customer¿s normal range is 0-10 pg/ml): sample ID (B)(6), initial result, on (B)(6) 2025, was 69.4 pg/ml, sample was insufficient for repeat testing. The patient was recollected, on (B)(6) 2025, and the result was <10 pg/ml. Additional laboratory results were provided: bnp results were 185 and 121 ng/l; ckmb was 1.1 ng/ml. Sample ID (B)(6), initial result, on (B)(6) 2025, was 75.1, repeat result, on another analyzer, was <10.0 pg/ml. Sample ID (B)(6), initial result, on (B)(6)2025, was 15.9, repeat result was <10.0 pg/ml. Sample ID (B)(6), initial result, on (B)(6) 2025, was 41.2, repeat result, on another analyzer, was <10.0 pg/ml. Sample ID (B)(6), initial result, on (B)(6) 2025, was 37.2, repeat result, on another analyzer, was <10.0 pg/ml. Sample ID (B)(6), initial result, on (B)(6) 2025, was 28.3, repeat results were <10.0 and <10.0 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6), sample ID (B)(6), sample ID (B)(6), sample ID (B)(6), sample ID (B)(6), and sample ID (B)(6). All available patient information was included. Additional patient details are not available.